Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there had been a hospitalization two years prior. She did not recall any details about the event. The customer also reported issues with air bubbles and priming and that the blood glucose had been elevated. The blood glucose reading was not given. She reported that a bolus did not deliver and did not show up on the bolus history. The customer was advised to do troubleshooting and that the insulin pump should be replaced. The customer's call was disconnected.